Manufacturer narrative:
Updated device evaluated by MFR: examination of the returned device revealed the balloon was tightly folded with stent impressions between the markerbands. The stent was detached from the balloon and damaged. The majority of the stent struts were bent, flared and stretched. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, a stent dislodgement occurred. While removing the 3.5x12mm omega stent from its protective coil, the stent fell off the balloon of the delivery device. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that prior to a stenting treatment procedure, a stent dislodgement occurred. While removing the 3.5x12mm omega stent from its protective coil, the stent fell off the balloon of the delivery device. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).